Manufacturer narrative:
Patient information was requested, but no information was made available. Date is estimated. Implant date was requested, but not provided. Estimated: 2017. Explant date was requested, but not provided. Estimated: (B)(6) 2017. Lot/serial number was not provided, therefore, a review of the manufacturing records could not be conducted. Per the physician: the patient has had three or four previous hernia repairs and mesh removals due to infection. Additionally, it was reported that the patient had a staph infection previous to the synecor implant and was seen by an infectious disease doctor and allegedly confirmed to be clear of all infection prior to the hernia repair. No additional patient medical history was provided. The instructions for use for gore® synecor biomaterial include the following warnings among others: strict aseptic techniques should be followed. When operative infection is suspected, dissection of the involved tissues should be considered. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. As with any mesh, use of gore® synecor biomaterial in contaminated fields may require removal of the mesh if infection occurs.

Event description:
A surgeon reported to gore that he performed a open ventral hernia on a patient using gore® synecor biomaterial. He reported that the mesh became infected and had to be removed. No additional details were provided.